Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an event occurred involving a free flow of norepinephrine (levophed). According to the report, the staff witnessed that the tubing was not in the pump at the time of the free flow event. It was reported that the pump was not the cause of the free flow. The patient reportedly had a stroke with cognitive deficits.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of a free-flow of norepinephrine was not replicated through device testing and was not confirmed through review of the logs since the devices and their associated logs were not provided by the facility. The facility sent the infusion knowledge portal (ikp) report, detailing the infusions made between (B)(6) 2023. The ikp report does not contain keystroke programming and was not validated for log analysis purposes. Review of the ikp report did not show infusions for the drug norepinephrine (levophed) were programmed on any of the reported devices during the time of the incident. Inspection and testing were not performed since the devices were not returned for this investigation. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris ¿ system. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported free flow of norepinephrine was not determined. Inspection and laboratory testing of the devices was not performed since they were not returned for investigation. The information provided by the facility is insufficient to identify a root cause.

Event description:
It was reported that an event occurred involving a free flow of norepinephrine (levophed). According to the report, the staff witnessed that the tubing was not in the pump at the time of the free flow event. It was reported that the pump was not the cause of the free flow. The patient reportedly had a stroke with cognitive deficits.